Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk.

Event description:
It was reported the balloon ruptured. There was no patient injury reported. No add'l info is available at this time.